Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105415) alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged blurry eye, flushed eye and, nose/sinus drip.there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in general information with wrong date in date due section and the become aware date section which should have been 12/29/2021. The manufacturer previously reported manufacturing information with wrong date in date received by mfg section which correctly updated with 12/29/2021.

Manufacturer narrative:
Additional information was received on 07/12/2023 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges blurry eye, flushed eye and nose/sinus drip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.